Event description:
Procedure: laparo appendectomy. According to the reporter: the staples deployed, but did not form. The surgeon enlarged the incision and opened the pt to complete the procedure. The operating room time was extended beyond 30 minutes. No reinforcement material was used. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500 cc.

Manufacturer narrative:
(B)(4).